Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued) and gentamicin injection (1gm, per day, discontined) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.